Event description:
It was reported the patient is experiencing significant pain at the ipg site. The physician evaluated the site and determined the ipg is superficial and tender to the touch. The pain occurs at the ipg site regardless of position, activity and stimulation turned on or off. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.